Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. Lead will be monitored.

Manufacturer narrative:
No medwatch form was received.